Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronic assembly. Motor assembly and vibrator motor were found with corrosion damage. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that she fell in sea water with the insulin pump. The display went blank and it was not possible to check the alarm history. Customer stated that the device would not turn on. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.